Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient died. The ablation procedure was successfully completed, and the patient was transferred to the recovery room with no complications at that time. An unspecified amount of time later the patient went into shock in the recovery room. A CT scan was performed but the results were inconclusive at that time. It was later determined that the most likely cause of the shock, and subsequent death, was bleeding from the groin. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient died. The ablation procedure was successfully completed, and the patient was transferred to the recovery room with no complications at that time. An unspecified amount of time later the patient went into shock in the recovery room. A CT scan was performed but the results were inconclusive at that time. It was later determined that the most likely cause of the shock, and subsequent death, was bleeding from the groin. It was further reported that the patient received a CT scan after the first time their blood pressure dropped, and the patient improved with medication and a blood transfusion the first CT scan showed a bruise in the groin, but bleeding was deemed to be not active. Their blood pressure dropped a second time, and a second CT scan was performed to look for arterial bleeding, and several consultations were made but it was decided that surgery was not required, so medication and blood were given again. The patient's blood pressure dropped a third time; however, the patient did not improve after this blood pressure drop and they passed away. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although no product has been returned as it was disposed of by the facility, we have determined that the hemorrhage, hematoma, and hypotension are known inherent risks with use of this product. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer was unable to identify potential devices. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that both hemorrhage and hematoma is addressed as a potential procedural complication when using the faradrive sheath. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a review of the faradrive risk documentation was completed and confirmed that the events of hemorrhage, hematoma, and hypotension are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of hemorrhage, hematoma, and hypertension are known inherent risks of the faradrive sheath. Hemorrhage, hematoma, and hypertension are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient died. The ablation procedure was successfully completed, and the patient was transferred to the recovery room with no complications at that time. An unspecified amount of time later the patient went into shock in the recovery room. A CT scan was performed but the results were inconclusive at that time. It was later determined that the most likely cause of the shock, and subsequent death, was bleeding from the groin. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient received a CT scan after the first time their blood pressure dropped, and the patient improved with medication and a blood transfusion the first CT scan showed a bruise in the groin, but bleeding was deemed to be not active. Their blood pressure dropped a second time, and a second CT scan was performed to look for arterial bleeding, and several consultations were made but it was decided that surgery was not required, so medication and blood were given again. The patient's blood pressure dropped a third time; however, the patient did not improve after this blood pressure drop and they passed away.